Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation, chest injury. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent breast augmentation surgery with two unspecified saline breast implants experienced bilateral deflation post procedure. Patient was involved in a car accident on an unspecified date. As a result, patient underwent bilateral removal and replacement with two 575cc mentor smooth round moderate profile saline breast implants on (B)(6) 2015. This medwatch form is for the left breast prosthesis.